Event description:
It was reported that during the case the face plate fell off into the patient. Doctor did not keep the product, threw it out. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer's complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors that could have led to tip detachment includes: using the device against a bony, sharp, or otherwise hard surface, improper insertion or removal from an apparatus as reported in the complaint, or excessive force applied to the tip can all lead to unintended detachment. There are no indications to suggest the wand did not meet product specifications upon release into distribution.